Manufacturer narrative:
The customer facility has requested arjo for service of the parker bath due to the door malfunction. The arjo qualified representative evaluated the device and found that door was dropping down and it was not able to remain in the required position. Further inspection revealed that the gas strut's clip was missing, which caused a claimed malfunction. Per arjo bath design, the clip should be mounted on pivot knuckle at the end of the gas strut. No injury occurrence was reported. It is unknown in what circumstances the malfunction was detected by the customer and if the bathtub was removed from usage immediately after that. Please note that according to instructions for use (IFU; 04.al.01_03gb dated on may 2011) active at the time the device was manufactured, each user of the arjo equipment should follow the instructions from the booklet. In connection with the subject of this investigation, the following information and warnings were included to prevent from any injury occurrence: "parker must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU)." "To avoid bodily injuries, make sure that no body parts get in the way when closing the door. Do not recline or adjust the height of the bath until the door is closed." "Always fit leg rest on opposite side of bath to door. If hung on the door - damage to the door will occur." The parker is subject to wear and tear, and the following actions must be performed when specified to ensure that the product remains within its original manufacturing specification. The IFU reminds the customer to check operation of the door regularly on a weekly basis to detect any failure related to this assembly: "open and close the door and check its supports for correct function i.e the door should not drop by itself during closing." Lack of or poor preventive maintenance (including bath checks) could have been a contributing factor, but there is no way to confirm it with absolute certainty. The bathtub in question was inspected by the arjo qualified representative on 2018-jun-27, but mentioned no issues related to bath's door. Therefore the exact root cause of failure cannot be determined. The review of reportable events with the involvement of the parker bath in last 5 years did not reveal any similar incident. In summary, according to the customer allegation, the door gas strut failed and led to door falling. It is unknown if the bathtub was used by the customer at the moment of identifying the malfunction. Based on the information from evaluation of the device the device was not up to the manufacturer's specification. This complaint was decided to be reported to the competent authority in abundance of caution due to the information about malfunction (door falling), which could have led to the injury occurrence, but also due to lack of information indicating circumstances in which the malfunction was detected and if the bath was removed from use when the defect was noticed.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided within the next report.

Event description:
The customer facility has requested arjo for service of the parker bath due to the door malfunction. The arjo qualified representative evaluated the claimed device and found that door was dropping down. Further inspection revealed that the gas strut clip is missing, which caused a malfunction. No injury occurrence was reported. It is unknown in what circumstances the malfunction was detected by the customer and if the bath was removed from usage immediately after that.